Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 428 mg/dl. The customer declined to provide any additional information about the event or how it was treated. The customer declined tandem technical support's offer to troubleshoot.